Manufacturer narrative:
On (B)(6) 2020, it was noticed the initial report stated a manufacturing record evaluation was in progress. The lot number for the device is unknown. Since no lot number was provided, no manufacturing record evaluation could be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation with an unspecified mentor gel breast implant and experienced capsular contracture baker grade unknown on the right side postoperatively. As a result, the patient underwent removal on (B)(6) 2020.